Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8009633

Event description:
It was reported one of patient's s1 drg leads had high impedances. Investigation was unable to determine which lead was at fault. Although patient is receiving effective therapy, surgical intervention may be pending to address the impedances.